Event description:
Procedure: unk. Reportedly, "while using this ball cautery, the patient ended up having a little plastic - where cautery was used. When pulling out to clean tip, the or staff found plastic melting at the tip. We got the plastic out of patient and got a new tip to use to finish the case. " there was no additional report of patient injury.